Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable was clogged with glue and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse events resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found.